Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament all surgery while inserting the implant the screw broke. The surgeon reported that the hole was drilled with the drill bit 6. The surgeon assumes that the material of the device is to soft. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-06 screw was received for investigation. Visual inspection identified that two threads remained intact across the returned fragment, and analysis with digital caliper ID: 011 determined that approximately 11.33mm of the total screw remained. The observed condition is most likely the result of prying/leveraging the screw during the insertion process.